Event description:
Boston scientific received information that this right ventricular (rv) lead was attached to competitor¿s device and exhibited high out-of-range (oor) shocking lead impedance measurement. The physician programmed the system to rv coil to can configuration and the impedance value went back to a normal range. The cause was not determined via chest x-ray. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.